Event description:
It was reported via notice from medicines and health care products regulatory agency and a completed medical device adverse event report, that there was a small hole in the central line at insertion of neck. Patient was transferred to the theatre for removal and replacement of central line. Additional information received on (B)(4) 2010 from the sales representative stated, as soon as the hole was spotted, the patient was taken back to the theatre for the line to be removed and replaced. Total parenteral nutrition (tpn) was stopped during this period until the new line was in place. It is unk how long the delay was in treatment, there was no patient death and no patient complications reported.

Manufacturer narrative:
Manufacturer control #(B)(4) . Sample will not be returned for evaluation.